Manufacturer narrative:
The device was not returned to olympus for evaluation, and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This report will be supplemented if any additional relevant information is received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center issue occurred during a therapeutic peroral endoscopic myotomy (poem) which was completed with the same device. At the end of the procedure, the staff realized that co2 and air had been used simultaneously. Upon awakening from sedation/anesthesia, the patient showed signs of confusion and required hospital admission for monitoring. Additional information was requested; however, no response received. There were no reports of patient harm.